Manufacturer narrative:
Date sent to the FDA: 02/20/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a hysterectomy in 2009. During the procedure, the blade seized up and completely stopped. A second device was used to successfully complete the procedure with no adverse pt consequences.